Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Fever [pyrexia]. Knee swelling [joint swelling]. Knee pain [arthralgia]. Case description: spontaneous report received on 21-oct-2010 from a health care provider, regarding a female patient (unknown age and initials). The patient had a history of gonarthritis. The patient experienced knee swelling, knee pain, and fever after receiving synvisc. On (B)(6) 2010, the patient received one synvisc injection into an unspecified knee. The hcp reported the patient experienced knee swelling, knee pain and fever (39 degrees celsius). The patient was hospitalized and antibiotic therapy was initiated. Knee joint puncture was performed, and the withdrawn synovial fluid was cloudy. The analysis showed the synovial fluid was sterile, with crystals (while there were no crystals in previous synovial fluid samples). At the time of this report, the patient was not yet recovered and was still hospitalized. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.